Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Date of event: unknown, but the best estimate is between 06/19/2018 and 09/11/2018 (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 23.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2018. It was later explanted on (B)(6) 2018 because the patient complained of not being happy with the visual acuity, limited distance vision, not being able to read inside and only with natural light from outside, difficulty driving at night and not being able to see other cars on the road until being almost on top of them, sensitivity to light, and residual myopia. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was the same model, but different diopter of 22.5. Reportedly, the patient did well and left the operating room in good condition. 1 day post-exchange the patient complained that the vision in the left eye was severely blurry. No additional information was provided. The patient had bilateral lens implant. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 10/18/2018, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens returned is partially cut across the optic zone. The damage observed on the lens could be related to the explant. Due to the conditions of the lens returned further analysis of the lens is not possible. The reported issue could not be verified; a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.